Event description:
Edwards received information that a patient with a 21mm 11500aj valve had stenosis due to possible pannus growth after three (3) years and eight (8) months from implant surgery. The device was not returned for evaluation as it remained implanted. There is no intervention planned at the moment. There was no allegation of device malfunction. Detailed information was unknown, but the surgeon commented that there is a possibility of technical failure that non-everting mattress suturing at implant may have drawn the annulus tissue into the prosthesis frame which caused pannus overgrowth encroached to the leaflets.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm 11500aj valve had stenosis due to possible pannus growth after three (3) years and eight (8) months from implant surgery. The device was not returned for evaluation as it remained implanted. The patient is under follow-up. There was no allegation of device malfunction. Detailed information was unknown, but the surgeon commented that there might be a possibility of technical failure related to knotting sutures at implant.